Event description:
It was reported that the patient presented to the hospital after receiving an inappropriate shock, due to noise oversensing. The following morning in the hospital, the patient received inappropriate atp, also due to noise oversensing. A device check revealed low right ventricular (rv) lead amplitude, a pace impedance greater than 2500 ohms, and no capture, on this chronic rv. Device programming was updated to help mitigate additional inappropriate shocks and an rv lead revision was to be discussed. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that the patient presented to the hospital after receiving an inappropriate shock, due to noise oversensing. The following morning in the hospital, the patient received inappropriate atp, also due to noise oversensing. A device check revealed low right ventricular (rv) lead amplitude, a pace impedance greater than 2500 ohms, and no capture, on this chronic rv. Device programming was updated to help mitigate additional inappropriate shocks and an rv lead revision was to be discussed. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. Additional information was received that the patient presented to the emergency room after receiving shocks. Boston scientific technical services (ts) noted the tachy therapy mode was off and the rv lead was fractured. The device had reached explant status prior to this. At this time the rv lead remains in service. No adverse patient effects were reported.